Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal was defective. The surgeon used a replacement heartstring to complete the procedure. No patient complications were reported by the hospital in 2005, the seal was received cracked. This is a reportable malfunction.